Event description:
We were doing a transurethral resection of the patients prostate, it was a really big prostate and thus a really long case. Towards the end of the case doctor noticed the cut/cautery tip/loop, which was very small, of the bipolar hand piece had broken off. We looked all over for it with no success. We wound up calling in x-ray to shoot and make sure the piece hadn't broken off inside the patient. X-ray showed there were no such pieces retained within the patients body. The issue was not with the electrosurgical unit but the hand piece that plugged into it. Olympus plasmaband, 12-30 degree. Ref: wa22623s, lot: 1000113415.